Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned. One video was reviewed. The video shows that the balloon was trying to be inflated using an unknown inflation device. The pressure has been simultaneously increased from 0 to 24 atm but the balloon was not inflated, it was still appeared to be deflated. On further, the balloon was appeared to be bloody and no other specific anomalies were noted. However, no damage to the balloon or evidence of rupture can be noted in the video. Therefore the reported balloon rupture remains inconclusive as no evidence of balloon rupture can be noted in the video. Therefore the investigation for the reported balloon rupture was inconclusive as no evidence of balloon rupture can be noted in the video. As per the instruction for use air is not recommended to inflate the balloon. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 05/2023). H11: h6 (result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. There was no reported patient injury.